Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a prostyle device. Reportedly, the physician cut too high on the suture. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017-failure to follow steps / instructions.

Event description:
Subsequent to the initially filed MDR report: the physician cut too high on the suture; preventing the suture advance through the pushing device. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported ¿the physician cut too high on the suture; preventing the suture advance through the pushing device¿ was confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the physician cut too high on the suture; preventing the suture advance through the pushing device (snared knot pusher). It should be noted that the prostyle instructions for use (IFU), suture deployment step 3: pull back plunger to deploy suture, b. While holding the plunger, place the needle under the quickcut¿ mechanism. Use the needles as the guide, slide the suture against the quickcut mechanism to trim the suture from the anterior needle distal of the link. Based on the returned device analysis the link was cut with the quick cut mechanism leaving the posterior needle tip and cuff which would contribute an interaction with the snared knot pusher during knot advancement, thus contribute to the reported difficulty experienced while advancing the knot with the snared knot pusher. In this case, the physician is aware of the incorrect cut location as this was specifically reported. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to improper cut location with the quick cut mechanism. Based on the returned device analysis the link was cut with the quick cut mechanism leaving the posterior needle tip and cuff which would contribute an interaction with the snared knot pusher during knot advancement, thus contribute to the reported difficulty experienced while advancing the knot with the snared knot pusher. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. D9: device available for evaluation updated from ni to yes. E1: facility name updated from unknown canada to (B)(6) hospital. E1: facility address, phone number updated.